Event description:
Paramedics attempted to administer a shock to a person diagnosed in ventricular fibrillation. The defibrillator was set to 200 joules but allegedly only charged to 50 joules. The operator made several attempts to charge the device to 200 joules. After changing the energy selection to 360 joules and successfully charging the defibrillator, the energy selection was changed back to 200 joules and was successfully charged. After the shock was adminstered, the pt converted to asystole. Oxygen, drugs and external pacing were administered. The pt went into ventricular fibrillation, ventricular tachycardia and agonal rhythms during this treatment and did not regain a pulse. The pt was not resuscitated.